Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The video system center was returned to the service center with a report of light (strange colors), red color is visible in the lower part and a green color in the upper part, whole image flickers. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, no image was found. There was no patient involvement.